Event description:
Per the clinic, the patient experienced a skin infection and subsequently was treated with topical antibiotics (specific date and duration not reported), however, the issue did not resolve. The patient underwent skin cauterisation and abutment removal on (B)(6) 2019.

Manufacturer narrative:
This report is submitted on june 21, 2022.